Event description:
It was reported to philips that the installed battery would no longer charge. No patient involvement.

Manufacturer narrative:
Additional information provided: updated with a failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated the results code to reflect the results of the failure analysis.

Event description:
It was reported to philips that the installed battery would no longer charge. No patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a depleted or faulty battery. A voltage measurement test was completed and it was noted that the measured voltage between pin 1 and pin 4 was 0v. Upon installing the battery into a known working mrx without an external power source, the unit displayed a red x in the rfu indicator and the device would fail to power up. During functional testing, the unit displayed ¿external power interrupted¿ and ¿shutting down now¿ messages accompanied by an error tone. The battery was then inserted in a cadex charger, but the charger was unable to recognize the battery and an error code was prompted (¿fail 160- bad fuse or driver¿). Troubleshooting of the component verified that the battery would not charge in either the mrx or the cadex charger. Upon confirmation of the failure, the battery was scheduled to be returned to the original vendor.